Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro turned on but would not turn off during branch dissection. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and blood were observed. A visual inspection was conducted. The heater wire on the hot jaw was flexed away from the hot jaw and detached at the tip of the jaw. It remained attached at the base of the jaw. Charred tissue and blood was observed on the heater wire. The silicone insulation was charred, frayed and cracked. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device and the investigation results, the reported complaint was not confirmed for the reported failure mode "device remains activated", but was confirmed for the analyzed failure modes "bent wire" and "burn of device or device component".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro turned on but would not turn off during branch dissection. A replacement device was used to complete the procedure. The hospital did not report any patient effects.